Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during the heating up phase of the procedure with a saline temperature of 50 degree celsius, the physician heard a fluid loss alarm and slightly pulled the procedure sheath out of the cervix. It was reported that the physician did not use tenaculum instead raised the patient bed. Subsequently, ablation phase was continued and the procedure was successfully completed using the same device. Post procedure, patient reportedly sustained small area of burn in the cervix. The burn was not classified by the physician and it was treated with silvadene ointment. An additional attempt has been made to obtain follow up event details with no response from the clinician.